Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was contacted to the erbe generator and passed monopolar energy recognition. The instrument was connected to an in-house monopolar cautery cables on an in-house system, and passed energy delivery test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. A review of the provided image was performed, and the image of the instrument depicts an open monopolar curved scissors (mcs) instrument but there was no visible damage found.